Event description:
It is reported that the instrument broke during the procedure and a small piece of metal was retrieved from the pt.

Manufacturer narrative:
(B)(4). As returned, the longer of the two spikes has fractured at its base. This fracture was likely the result of a stress concentration inherent in this design. A 0.020" radius was added in the area of the fracture in 2002 in an attempt to reduce future occurrences of this type. As this lot was manufactured in 2001, it can be considered a previously addressed design issue.